Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the cooler heater unit would not rewarm properly. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
This complaint was confirmed by the field service representative (fsr). The fsr found water was being circulated into the tank in the rewarm mode. The fsr replaced the nc valve, performed preventative maintenance and tested the unit. The unit operated to manufacturer specification and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.